Manufacturer narrative:
The full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo was found. It was noted that the inner insulation of the lead became breached due to a rupture while in vivo and the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and not replaced due to inappropriate therapy that resulted from noise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.